Event description:
Patient admitted for caudal catheterization anesthesia for pain control of chronic low back pain. 16 french foley placed because patient was unable to void at will due to caudal anesthetic. After 24 hours, staff attempted removal of foley. Unable to deflate balloon (attempted to aspirate balloon part, cut down on the balloon part, cut down on cath and attempted passage of wire to pop the balloon). Urologist ultimately used 23 gauge needle to go through patient's perineum and burst balloon. After deflation of balloon and removal of foley, patient experienced hematuria for a short period of time.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.